Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they went in for a CT scan/mylogram and the healthcare provider hit his lead. The patient was awaiting surgery and due to the stimulator wire he cannot get an MRI so they did a CT scan/mylogram. The patient stated that "during the CT scan they hit a lead or something" and the patient lost total stimulation in his sciatic zone which was where the stimulation was originally set up for most of the pain in his legs. The patient was going to need coverage in the area that he does not have anymore. The patient reported that he was bleeding in that area, but "does not know if stimulation is going to be enough to help him out through surgery and everything else." The indication for use was failed back surgery syndrome. If additional information is received a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that he had an appointment with a healthcare provider on (B)(6) 2016 to discuss the issue with his device.